Manufacturer narrative:
The customer noticed ise results drop after weekly wash rack maintenance. The last calibration was performed on 13-jan-2022 was acceptable with no alarms. The qc was ok. The investigation found no indication for a performance issue of the reagent or instrument. An investigation of the alarm trace found several alarms indicating poor sample quality. These are consistent with preanalytical issues. The field service engineer (fse) checked, cleaned, and lubricated the ise module and entire system. The fse verified the instrument by running calibration, qc, and precision checks. All tests met acceptance criteria. The investigation did not identify a product problem. The cause of the event could not be determined. The service actions resolved the issue. No further issues were reported.

Event description:
There was a complaint of a questionable ise sodium result for 1 patient tested with a cobas pro ise analytical unit module. The questionable result was reported outside the laboratory. A doctor called wanting to check a patient¿s sodium result, which prompted a repeat. The patient¿s sample was repeated on another cobas ise module. The patient¿s initial result was 128 mmol/l; the repeat was 136 mmol/l. The customer believes the repeated result to be correct. The na electrode used was lot s40 and had an expiration date of 28-aug-2022.